Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's mother complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. At 10:00 am the result from the meter was 3.3 inr with a fingerstick. At 10:15 am the result from the laboratory was 2.3 inr. On (B)(6) 2018 the result from the meter was 3.3 inr and the result from the laboratory was 2.39 inr. There was no allegation of an adverse event. The customer's coumadin was adjusted based on the laboratory result. The customer's condition was "fair". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 3.0 - 4.0 inr. The customer's mother stated that they purchased the test strips on amazon. The suspect device was requested to be returned for investigation

Manufacturer narrative:
This report was a duplicate to manufacturer report reference number 1823260-2018-05153-00. Please disregard this report.